Event description:
A complainant reported that an impella cp was implanted via percutaneous right femoral artery in a patient for mechanical circulatory support. The impella companion sheath was cracked after inserted into impella sheath. No patient harm was reported. Additional information was received. The physician thinks issue is due to patient anatomy when placing the sheath it cracked. The physician was advised to replace the sheath but did not want to.

Manufacturer narrative:
The sheath and pump were disposed of by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Manufacturer narrative:
The brand name and catalog d1 and d4 were updated. The investigation was completed. Investigation summary: pd-any device-(crack): the cause of the companion sheath crack was most likely tortuosity patient condition related. Product not returned to confirm the damage.